Event description:
Account reported discrepant sodium and potassium results. Initial results were sodium: 190 mmol/l, potassium: 5.6 and 3.0 mmol/l. When repeated, the result were sodium: 146 mmol/l and potassium: 4.3 and 4.4 mmol/l respectively. The incorrect results were not used to guide treatment. The field service rep found holes in the ise tubing and repaired the instrument by replacing the tubing.